Manufacturer narrative:
Product evaluation: the lens was returned. Solution, blood and fibers from the gauze are dried on the lens. Both haptics are broken. The optic has a small triangular shaped portion cut from the edge. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported complaint of ¿deviation from expected value¿ could not be determined. The optical resolution is acceptable; lens meets specification for focal length equaling a 11.5 diopter. The observed damage is most likely related to the explant. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a patient's postoperative visual acuity deviated drastically from the estimated value following an intraocular lens (iol) implant procedure. According to the report, the surgeon is not suspecting a calculation error but a labeling error. The iol was removed and replaced. Additional information was requested.